Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6/7f mynx control vascular closure device (vcd) was prepared and used in accordance with the instructions for use (IFU), but the balloon ruptured while in use. Therefore, another mynx control device was used, and the patient recovered. There was no reported patient injury. The mynx vcd was used in transfemoral cerebral angiography (tfca). There were no visible signs of device/package damage prior to use. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was little vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure before being pulled to the arteriotomy. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the 6/7f mynx control vascular closure device (vcd) was prepared and used in accordance with the instructions for use (IFU), but the balloon ruptured while in use. Therefore, another mynx control device was used, and the patient recovered. There was no reported patient injury. The mynx vcd was used in transfemoral cerebral angiography (tfca). There were no visible signs of device/package damage prior to use. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There was little vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure before being pulled to the arteriotomy. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The syringe was not returned with the device. A procedure sheath was locked on to the sheath catch. The sealant remained in the manufacturing position, exposed to blood. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a taper-to-taper tear in the balloon of the returned device, approximately 1 mm from the balloon neck was revealed. A product history record (phr) review of lot f2109502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a taper-to-taper tear in the balloon of the returned device, approximately 1 mm from the balloon neck. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.